Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, white particles in the shell, deformation device and weigh to the spec. No other observation observed base on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV".

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV". Device has been explanted.